Manufacturer narrative:
D4: UDI - not required to be register with the FDA. The actual device was returned to the manufacturing facility for evaluation. Visual inspection found no anomalies. The blood pathway was rinsed out with 500ml of saline solution and visually inspected for clots. No clotting was noted with the naked eye. The actual device was fixed with glutaraldehyde solution. The housing and filter components were removed. The outer and inner surfaces of the filter were subjected to visual inspection. There were no formation of clots on either surface. Magnifying visual inspection of the filter revealed no clot formation on the surfaces. Electron microscopic inspection of the inside and outside surfaces of the filter revealed the adhesion of blood corpuscle components consisting of blood platelets, white blood cells and red blood cells. There were no anomalies in the diameter of the filter mesh. The fiber winding was confirmed to be in the normal state. The fiber layers were removed from the winding in increments of 2mm and each layer was subjected to visual and magnification inspection. No visible clot formation was found. Electron microscopic inspection of the fiber on each layer on the upper side of the fiber winding obtained revealed the adhesion of blood corpuscle components consisting of blood platelets, white blood cells, red blood cells. The heat exchanger module was inspected with the unaided eye and under magnification. White thrombus was found to have formed on the inside. The white thrombus adhered to the heat exchanger was collected and inspected under electron microscope. The blood corpuscle component which were smaller than red blood cell and white blood cell were found to have agglutinated. From its size, it was likely to be blood platelet. A review of the device history record of the involved product code/lot # combination was conducted with no relevant findings. A search of the complaint file found no other report of this nature with the involved product code/lot# combination. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause of the reported event cannot be definitively determined based on the available information, it is likely that some clots formed inside the heat exchanger module due to some factor(s), resulting in the reported increase in pressure. The device labeling does address the potential for such an event in the instruction for use (IFU) with the statement such as the following: "adequate heparinization of the blood is required to prevent it from clotting. Do not reduce heparin during circulation. Otherwise, blood clotting might occur." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported pressure increase in the capiox device. Follow up communication with the user facility reported the following information: forty (40) minutes after the initiation of extracorporeal circulation the blood flow rate was increased to 1.48 l/min; the pressure before-oxygenator rose up to 570 mmhg and the pressure after-oxygenator rose up to 170 mmhg; the blood flow rate was decreased to 1.3 l/min; the pressure before-oxygenator gradually went down; close to the end of the procedure the blood flow rate was at 1.45 l/min; the pressures before-oxygenator was still 440 mmhg and the pressure after-oxygenator was 230 mmhg; the procedure continued with high pressures; and there was no harm on the patient.